Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm® volift¿ with lidocaine where the needle popped during injection. Packaged needle was used. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported having a syringe of juvéderm® volift¿ with lidocaine where the needle popped during injection. Packaged needle was used. There were no injuries.